Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient receiving an unknown dose of an unknown concentration of both bupivacaine and dilaudid via an implantable infusion pump for non-malignant pain and failed back surgery syndrome. It was reported that 3-4 years ago "something went wrong" (patient had no idea what it was). The patient stated that the clinic changed how they treated patients. The patient was told that they had a potentially lethal intrathecal dose up to 10 mg. The healthcare professional (hcp) kept increasing the dose every time the patient had pain but the patient did not agree with increasing the intrathecal dose every time. At that time, the patient needed no break through medications (maybe 2 prescriptions a year). The patient stated that she knew she would have some pain but her quality of life was good then/greatly improved. The patient had no relief now and took break through meds every day and still can hardly get up after the last adjustment. The patient has had years with no quality of life. The patient thought that the hcp wanted to explant the pump because they will do something and try and adjust the intrathecal meds. The patient had some relief, but they knew what the pump could do. Patient thought the drug was 10mg? Down to 6mg? But was unsure of that. Patient stated that every time at pump refill there was "quite a bit of drug they aspirate from the reservoir (1/5th of drug left)". The patient's pump had never been near empty since initial implant of their first pump in 2003. Patient stated that the pump used to be at 3 mls/day flow rate and now the patient goes "every 5 months" for pump refills. Patient stated that they "would rather be dead than without the pump" and that the she could not imagine going back to that life without the pump. Patient was looking for an hcp to give her life back as "living on the couch was not a life". Patient stated that they needed a shopping cart to hold on to if the patient does but they used to be able to go to fairs and other events. No further complications were expected or anticipated.